Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Manufacturer received implant card for pt noting that his vns therapy lead and generator were both replaced, but providing no reason for either replacement. Follow-up with explanting physician's office revealed that high lead impedance was obtained during diagnostic testing, indicating a possible lead malfunction. It was further reported that the generator was electively replaced during the subsequent procedure, because it had already been implanted for greater than 3 years. The explanted lead and generator will not be available to manufacturer for product analysis, as follow-up with the explanting facility revealed that they were disposed of following the procedure.